Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened and have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The device was received with the adhesive pad completely attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds that would result in the adhesive pad separating from the device.

Event description:
It was reported the patient's blood glucose level rose greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on the arm for 4 and 24 hours. The pod was leaking insulin and adhesive was not sticking well to the skin. New pod was successfully applied.